Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the pacemaker exhibited diagnostic issue. No intervention was made. There were no patient consequences.

Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
The reported complaint of triggering an af burden alert when not enough af was accumulated within a 24-hour period was confirmed. This was due to a firmware issue where the firmware does not restart the 24-hour sliding window which causes at/af burden to accumulate beyond the 24 hours.